Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6), 2007. Subsequently, patient was revised on (B)(6), 2009 due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2007. It is unknown whether a revision procedure has occurred.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2007. Legal counsel for patient reports patient allegations of elevated cocr levels and tissue/bone destruction. Subsequently, it is alleged patient underwent a left hip revision procedure (B)(6) 2012 due to pain, elevated cocr levels and tissue/bone destruction. No further information has been received to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay a correction. It is unknown whether a revision surgery has occurred, which was unknown at the time of the initial medwatch this report is number 2 of 4 mdrs filed for the same event (reference 1825034-2012-00926-1/ 00929-1). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. The stem remains implanted and was not revised as previously reported. Corrected data: date of event ¿ blank ¿ not revised - remains implanted. Date of explant ¿ blank ¿ not revised - remains implanted.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2007. Legal counsel for patient reports patient allegations of elevated cocr levels and tissue/bone destruction. Subsequently, it is alleged patient underwent a left hip revision procedure (B)(6) 2012 due to pain, elevated cocr levels and tissue/bone destruction. No further information has been received to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a right hip arthroplasty on (B)(6) 2007 and a right hip revision on (B)(6) 2014 due to pain. Operative report further noted the presence of heterotrophic ossification around the trochanter, blackened tissue, and metal darkened tissue. The stem and acetabular cup were noted to be well fixed. The modular head and taper adapter were removed and replaced. Additional information received in operative report noted patient underwent a right hip arthroplasty on (B)(6) 2009 and a right hip revision on (B)(6) 2012 due to pain. Operative report further noted the presence of chronic lymphocytic reaction indicative of inflammation, scar tissue, chronic synovitis, and no evidence of metallosis. The stem and acetabular cup were noted to be well fixed. The modular head and taper adapter were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay corrected information. Corrected data: event description - left hip arthroplasty took place on (B)(6) 2009 and a left hip revision on (B)(6) 2012.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2007. Legal counsel for patient reports patient allegations of elevated cocr levels and tissue/bone destruction. Subsequently, it is alleged patient underwent a left hip revision procedure (B)(6) 2012 due to pain, elevated cocr levels and tissue/bone destruction. No further information has been received to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a right hip arthroplasty on (B)(6) 2007 and a right hip revision on (B)(6) 2014 due to pain. Operative report further noted the presence of heterotrophic ossification around the trochanter, blackened tissue, and metal darkened tissue. The stem and acetabular cup were noted to be well fixed. The modular head and taper adapter were removed and replaced. Additional information received in operative report noted patient underwent a left hip arthroplasty on (B)(6) 2009 and a left hip revision on (B)(6) 2012 due to pain. Operative report further noted the presence of chronic lymphocytic reaction indicative of inflammation, scar tissue, chronic synovitis, and no evidence of metallosis. The stem and acetabular cup were noted to be well fixed. The modular head and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 5 of 7 mdrs filed for the same patient (reference 1825034-2012-00926 / 00929 & 1825034-2013-02249 / 02251).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2012-00926 / 00929).this report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.